Manufacturer narrative:
The returned product was evaluated and the investigation found slight leak from fill port plastic exterior, reducing insulin flow through fluid path. The root cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s mother reported her son¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) after wearing the pod between 36 and 48 hours on the hip/buttocks. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. There was insulin leaking noted at the fill port.